Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters, nc trek rx, global instructions for use (IFU)specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and kink appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion lesion in the 92% stenosed proximal right coronary artery. A 4.5x15mm nc trek balloon dilatation catheter (bdc) was not prepped outside the anatomy prior to use and was used for post-dilatation. The balloon was inflated three times between 12-18 atmospheres; however, the balloon only partially deflated after a negative was held for 20 seconds. The bdc was ultimately deflated; however, resistance with the anatomy was felt during removal. The bdc was withdrawn together with the guiding catheter and vascular sheath. After withdrawal, it was noted that the tip of the bdc was kinked. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.